Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to it being uncomfortable at the ins pocket site. The device was allegedly rubbing against "something." In addition, the stimulation therapy had been working fine. Patient outcome was not provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3778-75 lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type: lead product ID: 3778-75 lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type: lead product ID: 3550-39 lot#: n268860 serial#: implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type: accessory product ID: 3550-39 lot#: n282773 serial#: implanted: 2011-(B)(6), explanted: 2012 (B)(6). Product type: accessory. (B)(4).